Event description:
The patient, a (B)(6) female with menorrhagia associated with uterine myomas, was admitted for an elective supracervical abdominal hysterectomy. A supracervical hysterectomy and bilateral salpingectomy were performed on (B)(6) 2015 without complications, and the patient was transferred to the pacu in stable condition. Ivpca dilaudid was ordered for pain management with a basal rate of 0 mg/hr, bolus of 0.2 mg, and a bolus interval of 7 minutes. The pump set-up was constructed, but not utilized as the patient denied pain in the pacu. Upon transfer to the unit at 21:30, the receiving nurse noted blood in the pca tubing and bag, and immediately procured the pca button from the patient to ensure no medication was administered as she alerted pharmacy and requested another infusion bag. The pacu nurse and nursing supervisor were notified, and the patient was instructed not to use the pca. Of note, on rounds at 21:50, the patient denied pain, was alert and oriented, and the pca bag was full with 95 mls. Thereafter, at 22:00, the patient was found unresponsive by the gynecology resident. The volume in the pca bag was almost nil and the pca was clamped immediately. The rapid response team was initiated and a total of 6ml narcan was administered with minimal improvement. The anesthesia team presented and intubated the patient for air way protection. Vs (vital signs) were reported as: bp (blood pressure) 116/63, hr (heart rate) 92, rr (respiratory rate) 15, oxygen saturation 100%, and the patient was minimally responsive following some commands. She was transferred to the sicu (surgical intensive care unit) for closer monitoring and was placed on propofol drip for sedation. On (B)(6) 2015, the patient's vs remained stable with improved responsiveness and she was extubated uneventfully. She was transferred to the unit and was discharged home without any noted deficits on (B)(6) 2015.